Manufacturer narrative:
The device was discarded at the facility and was not returned to manufacturer. Lot history review revealed the catheter was inspected meeting the shipping criteria during the production process. No other incident report has been received for this lot. With the provided information, it is supposed that, during the attempt to advance the 1.5mm balloon catheter, but failed, and of the support catheter, successful, into the lcx under the stent-jail condition, some force exceeding the appropriate load to the engaged vessel might be worked to the left main artery, resulting the vessel dissection, however this could not be determined since the detail of the procedure process could not be obtained. As for the death fo the pt, it is also supposed that he bleeding complications after the vessel dissection might be aggravated and resulted in death of pt., however this could not be determined either since the detail of the treatment after the dissection could not be obtained.

Event description:
Ostial circumflex stenosis that was jailed by a previous stent that extended from the lad just into the left main artery. Procedure was started with other guiding catheter. Approach was made with unknown guidewire and an unknown microcatheter, but the support of the guiding catheter was thought to be insufficient, so the guiding catheter was thought to be insufficient, so the guiding catheter was exchanged with sheathless eaucath 7.5fr. Pb 3.5, the guidewire was also exchanged. This combination gains access through the stent struts into the distal circumflex artery. A 1.5mm balloon catheter was advanced to cross the stent struts, but it could not. So, a support catheter was advance over the guidewire, and the guidewire penetrated through the stent struts enough to exchange for a more supportive wire. Injection was made by an antegrade manner, and it was notice a proximal left main dissection. Balloon catheter pumping was then performed immediately, however, it was reported 4 days later that the pt passed away on the day procedure.